Event description:
Same as MFR's report# 6000093-2006-00938. Tap-it was reported that 87 days after implantation of a 2.50x12mm and a 2.5 x 16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, an 80% stenotic lesion and a 90% stenotic lesion were located in the left circumflex (lcx) artery. After predilation with 2.0mm diameter angioplasty balloon, 2.50 x 12mm taxus stent was deployed in the 80% stenotic lesion and a 2.50 x 16mm taxus stent was deployed in the 90% stenotic lesion. A post-intervention stenosis of 0% was reported for both lesions. No info was reported concerning vessel tortuosity or calcification or pt medications. The pt was reported to have tolerated the procedure "well." The pt presented 87 days after the initial procedure with a 90% in-stent restenosis in the mid lcx. A 2.50 x 24mm taxus stent was deployed in the lcx in the region of the previously placed 2.5 x 12mm and 2.5 x 16mm taxus stents. A post-intervention stenosis of 0% was reported. The pt was reported to have tolerated the procedure "well." No info was reported on pt complications.